Event description:
In (B)(6) 2011, a critically ill patient received crrt on a prismaflex machine. The patient was septic and had been recently diagnosed with stage IV liver cancer. According to the nurse, the patient was not administered an anticoagulant. During the course of the treatment, the filter set had to be changed several times due to 'filter is clotting' and 'filter is clotted' alarms on a prismaflex machine. The contents of 3 extracorporeal circuits were not returned to the patient resulting in a blood loss of approximately 530 ml. The patient did not exhibit any symptoms; however her hgb decreased from 12.0 g/dl prior to the start of the treatment to 8.9 g/dl following the blood loss events. The physician ordered a transfusion of one unit of packed red blood cells. After the transfusion, the patient's hgb increased to 9.5 g/dl. After the three blood loss events, the ICU staff began periodic saline flushes of the circuit with no further blood loss events following clotted circuits.

Manufacturer narrative:
The filter sets were discarded and therefore not available for inspection. The lot numbers were not provided therefore no device history record review was performed. Based on the information available to us, it appears very likely that the issues reported to us were caused by the patient condition linked to the fact that the patient received no anticoagulant during the treatment.